Event description:
Spontaneous call with (B)(6), ms3 sn (B)(4) after filled tubing, pump would not move forward. Pump was not in use when fault occurred. No lapse in infusion or side effects due to malfunction. Sending replacement pump and pt will return malfunctioning pump. Reported to (B)(6) by pt/caregiver.